Manufacturer narrative:
(B)(4). Batch # r9341y. Investigation summary: the device was returned with the blade tip broken off and returned. The device was connected to a test handpiece and tested on a gen11. The device was functional when the max or min hand activation buttons were pressed. In addition, during functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found related to the reported event. However, what was found when the device was disassembled to inspect the blade, the blade breaking point was located at an area inside the tube proximal to the tissue pad. It is possible that the issue encountered was due to the handpiece contacts being dirty. It is recommended that the surface of the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the harmonic device was linked to generator in surgery. It operated well in the beginning of the surgery. When the surgeon dissected tissue which is "near the stamp," it was not activated and there was no response in the device even though pressing the button. As an emergency measure, the surgeon replaced the device with a new one to complete the procedure and it was activated well. There were no reported adverse consequences for the patient so far (no patient consequence).